Manufacturer narrative:
Should additional information become available, this event will be updated.

Event description:
Boston scientific received information that two days after the implant of this cardiac resynchronization therapy defibrillator (cdt-d) a cardiac tamponade was noted. An epicardial drain was used to drain fluid. At this time, it is unknown what caused the tamponade. The patient is stable but remains hospitalized.

Manufacturer narrative:
Additional information received suggest that the epicardial drain has been removed that the patient has been released from the hospital.